Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that at 12:10 am on (B)(6) 2017 the device was programmed to infuse diltiazem 100mg/100ml at a dose of 5 mg/hr which made the rate 5ml/hr, and a vtbi of 100ml. At 1:48 am the device alarmed for air in line and was channeled off. At 3:04 am diltiazem 100 mg/100ml was reprogrammed to infuse at 5 mg/hr (5ml/hr) with a vtbi of 90 ml. At 3:25am the device alarmed for air in line and was channeled off. The user then reprogrammed the infusion several times including an incorrect custom concentration but did not restart the infusion. At 3:37 diltiazem 100 mg/100ml was reprogrammed to infuse at 5 mg/hr (5ml/hr) with a vtbi of 90 ml and the infusion was started. At 4:04 am the device was channeled off. At 4:05am diltiazem 100 mg/100ml was reprogrammed to infuse at 5 mg/hr (5ml/hr) with a vtbi of 88 ml. The infusion was started but at 4:07 am the device was channeled off and removed from the system. The recorded total volume infused from 12:10 am to 4:07 am was 11.789ml. The starting volume of the fluid container cannot be determined through device logs. The pump module and the disposable set were not returned for investigation. The reason that the device indicated there was 88ml remaining to infuse was user programming. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that diltiazem 100 mg/100ml was programmed to infuse at 5ml/hr at 0332 however at 0410 the bag was noted to be empty and the device indicated there were 88ml remaining to infuse. There was no patient harm.